Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of esophageal varices on an unknown date. According to the complainant, during the procedure, the physician successfully deployed all the bands; however, all the bands fell off the varix. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported event of bands falling off varix. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.